Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation noticed that one of the devices did not have the implants and suture inside the cannula. The second device suture was evaluated, and it was noted that one full meniscal cinch assemblies were returned along with half of another assembly. The third device does not have implants and only suture was returned. Functional testing found that the devices are stuck. The most likely cause for the reported failure can be attributed to user error due to excessive force used when advancing the second button forward and/or not pulling the first button completely back before advancing the second.

Event description:
It was reported on 08/31/2022 by a sales representative via email that an ar-4501 meniscal cinch second implant would not deploy. This was discovered during a case with no patient harm. Per facility: "during meniscus repair surgery, the surgery attmept to pull back the button but failed after deploying the first anchor. A new device was used to finish the procedure. There was no patient harm and surgery finally finished successfully with the new device (same part number and lot number) . It's not necessary to do a second surgery. "